Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump has been alarming insulin flow blocked. The customer had changed the infusion set and reservoir twice. Blood glucose value was 14.7 mmol/l. The customer stated the reservoirs were from different lot number. Customer stated that the first infusion set was not bent but the second had a bent cannula. The customer was advised to change the complete set a third time. The customer did not have a different infusion set lot to try. Customer was advised that a new infusion set would be sent.